Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was elevated, however, specific bg value was not provided. Although requested, the customer declined to provide any further information on this event. Reportedly the customer had an alternate pump for insulin therapy.